Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The device history record of reported lot number 6061435 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient experienced erythema and tissue swelling after the device was implanted. The reporter noted that the patient was found with a swollen area of about 20.0*18.0cm in the right lower abdomen. After removing the transparent film, the nurse found that half of the indwelling needle was exposed. Light bloody fluid was seen in the withdrawn fluid, so the nurse immediately reported it to the doctor. The doctor removed the indwelling needle and performed an ultrasound examination on the patient. The responsible nurse disinfected it again, replaced it with an implantable intravenous drug delivery system of another specification, and flushed the tube. There was patient involvement, but no patient harm reported.